Event description:
It was reported to the MFR that an s8 elite device caught on fire.

Manufacturer narrative:
The MFR is unable to confirm the alleged malfunction. The MFR has requested the device be returned so than an engineering investigation could be performed. There is no adverse event reported for this incident.